Manufacturer narrative:
E1: reporting institution phone #: (B)(4). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator, indicating that the ventilator suddenly stopped working and black screen appeared. The customer immediately replaced the ventilator and reported the issue to the medical engineering department for repair. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported. Follow-up observation of the patient's vital signs showed no significant effects.

Manufacturer narrative:
H10: multiple good faith efforts (gfe) were attempted on 05/10/2023, 05/17/2023, and 05/24/2023 to obtain the patient information, confirmation of device repair, confirmation of resolution, and confirmation of a return to service for the affected device. No response or further information was received from the internal communications. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.